Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to severe, symptomatic mitral stenosis and degeneration. A true balloon was used to fracture the 25mm 7300tfx. The transcatheter mitral valve replacement procedure was then performed with a 26mm 9600tfx transcatheter valve. Post-implant transesophageal echocardiogram revealed no significant perivalvular leak. The patient was reported to be doing well in stable condition. The patient tolerated the procedure well without complication and ws then transferred to the intensive care unit in stable condition. The patient was discharged home on post-operative day #5.